Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred due to physical stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.3 inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿5.2 troubleshooting guide: as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the uretero-reno videoscope had a leak at the rubber. The reported issue occurred after use for a therapeutic ureteroscopy procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that parts fell off the distal end which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that there was missing the bending section cover, the objective lens and light guide lens. During a follow up with the facility, the customer confirmed that they were unaware of the missing components and also confirmed that no parts fell into the patient during the procedure. Upon further inspection, it was also observed that the bending tube had welding by a third party. It was observed that the plastic distal end cover was damaged. It was also observed that the switch had failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.